Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that vns was not related to the cause of death.

Event description:
It was reported that the vns patient passed away on (B)(6) 2014, from respiratory failure due to seizure disorder. The patient¿s device was not explanted prior to burial. Attempts for additional relevant information have been unsuccessful to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012.